Event description:
The clinician reports the implant was inserted (B)(6) 2023 in ada 12. On (B)(6) 2026, fracture of the implant was verified. Patient presented with bone type iii and bruxism. The device was forwarded to the manufacturer. At the event the patient experienced: infection, mobility, swelling and abscess. No further patient complications were reported.